Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the main coil was found broken off the delivery wire. No functional testing could be performed. It is probable that the device was damaged during clinical procedure, causing the as reported and observed damage. The returned coil was found to be broken off the delivery wire and was not returned. In this case, it is possible the coil got stuck inside the hub of the microcatheter and excessive force was used in order to remove it, causing the coil to break off. However, this cannot be conclusively determined. Based on the information available, an assignable cause of operational context has been assigned to this investigation.

Event description:
After analysis of the device, it was reported that the main coil was broken/fractured. There were no reported clinical consequences to the patient.